Event description:
International (B)(6) complaint received reporting air bubbles in arterial bloodline during hemodialysis treatments where d1000 tego connectors were in use. It was reported that on two occasions "...half way through 4 hours hemodialysis session air alarm sounded on nikisso machine. Patient took appropriate action to rectify situation. Bubble found in arterial machine line just below where it attached to tego bung connector. On second attempt alarm was reset after repositioning venous chamber." The second occurrence reports "...air alarm sounded on 3.5 hemodialysis treatment. Patient instructed on appropriate procedure to rectify same. Alarm reset activated, when blood pump started small amount of air noted in arterial line...". There was no reported adverse patient consequences. The tego MFR has made multiple follow-up requests for additional information and status of the involved devices. To date there has been no response.

Manufacturer narrative:
MFR investigation: the MFR is aware that in a very small number of unique circumstances, an air gap has been visualized at the junction of the tego and the dialysis tubing on the arterial side of the circuit. Previous investigations and analysis of this condition have been performed. Retained samples were tested for levels of o2, co2 and n2, to verify if they were consistent with ambient air, which would make the root cause an air leak as opposed to a degassing of the blood event. The test results verify that the levels were not consistent with an air leak, but the result of degassing of the blood caused by a slight pressure drop in the line. This visualization of 'air' in the line results from the degassing of the blood and is not an air leak. Pressure drops are generally the result of thrombotic activity in the catheter, patient dynamics and flow rate of the specific procedure. Additional influences in catheter design, position, thrombosis and even patient blood viscosity can influence this pressure drop affect, which could explain why the occurence is not consistent across all patient for all treatments. A review of the MFR lot build database for the reported lot# 2674764 (MFR 04/2013) showed (B)(4) units were manufactured, tested, inspected and released. There were no exception documents were generated during the MFR lot build. Findings: the involved devices have not been returned to the manufacturer for analysis and confirmation. The reported information did not identify any device/component damages or abnormalities with the tego connectors. The exact cause(s) of the reported incident are unknown at this time.